Event description:
It was reported that during central processing, the force bipolar instrument jaws were bent. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the wrist of the instrument appears to be unhinged.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The instrument was found to have severely bent grip tips. Visual inspection was performed and the lower grip tip was observed to be severely misaligned from its original position. The offset at the tips was approximately 1.74 mm and grips were not found to be cracked. The offset of the grip tip is likely to cause the dislodged molded insulator. There was no damage to the main tube, snake wrist and housing. Each input disk was manually articulated and no issues were found. The release buttons were functional. Additionally, the instrument was found to have a dislodged molded insulator on the jaw. Upon visual inspection, the upper molded insulator was found to be slightly dislodged, approximately less than 0.40 mm from the grip tips. The dislodged upper molder insulator is likely caused by the misalignment grip tips. Additionally, the instrument was found to have corroded bearings. The housing was removed for inspection and orange discoloration was observed on six bearings near the grip sector gear and input disks, which indicates corrosion. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.